Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer stated that it happened years ago but was never reported. She did not recall the date and stated it was around mid september of 2008. Blood glucose value at the time of admission is unknown. The customer stated she recalls waking up on the bedroom floor and hair and clothes were wet from sweating. Her ex-husband found her on the floor. The customer stated that her foot might have gotten caught under the bed as she had torn ligaments in her leg and foot was broken in 3 places. The customer was unsure if it was caused by the insulin pump since she has had lows in the past. The customer declined troubleshooting and stated that she is no using the insulin pump related to the event and is using another one.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.